Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found no critical errors. Preventative maintenance was performed. The system was verified and ready for use. Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the endoscope.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr), contacted the technical service engineer (tse) for phone assistance regarding the endoscope rotating at a slight angle after engaging on the universal surgical manipulator 2 (usm2). The csr was not onsite at the time of the call with tse. The customer only had one endoscope at the time of the call with tse in order to troubleshoot. The reported issue remained after a hard power cycle was performed. Tse found no system error codes when a system message appeared. The procedure was completed as planned with no reported injury.